Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting, but no response was received.